Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were ventricular-sics since last session 52 days ago, an average of 5 per day. Lead noise present on egms of stored episodes. Lead failure predictor triggered on (B)(6) 2014; ventricular-sics and non-sustained tachycardia. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for short interval counts (sic) and non-sustained tachycardia episodes. There was noise on the tip to coil and the coil to can electrogram. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead exhibited an apparent fracture.

Manufacturer narrative:
(B)(4).